Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-00567.

Event description:
The patient was undergoing a coil embolization procedure to treat a dural arteriovenous fistula (davf) using penumbra smart coils (smart coils), non-penumbra coils, and a non-penumbra microcatheter. It was noted that the patient had narrow vessels. During the procedure, the physician successfully implanted thirty-nine non-penumbra coils and sixteen smart coils in the target vessel using the microcatheter. While attempting to advance the next smart coil through the introducer sheath, the smart coil would not advance at all within its introducer sheath; therefore, the smart coil was removed. Then, the physician attempted to advance another smart coil through the introducer sheath; however, the same issue occurred; therefore, the smart coil was removed. The procedure was completed using four smart coils, a non-penumbra coil, and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked at approximately 139.0 cm from the proximal end. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced while attempting to advance the device through its introducer sheath. During functional testing, resistance was encountered while attempting to advance the smart coil from its returned position within the introducer sheath. Therefore, the smart coil was retracted from its introducer sheath and re-sheathed properly. Then the device was able to advance through its introducer sheath and a demonstration microcatheter without issue. Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced while attempting to advance the device through its introducer sheath. Subsequently, forcefully advancing the device against this resistance may have contributed to the pusher assembly kink, which was observed near the pusher assembly mid-joint. During functional testing, resistance was encountered while attempting to advance the smart coil from its returned position within the introducer sheath. Therefore, the smart coil was retracted from its introducer sheath and re-sheathed properly. Then the device was able to advance through its introducer sheath and a demonstration microcatheter with resistance due to the kink on the pusher assembly. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-00567 h3 other text : placeholder